Event description:
A home pt's transfer set became disconnected from the pt line of the homechoice set during their automated peritoneal dialysis therapy. Reportedly, the home pt's transfer set was less than 6 months old, and the home pt did not experience any difficulty when initially connecting to the homechoice set. No pt line extensions were being used during therapy. After noting the disconnection, the home pt did not reconnect to the setup. The home pt was treated prophylactically which included a loading dose of 1gm cefazolin and 1gm ceftazidime, per baxter.